Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg); bg value not provided and cause was not known. Customer consumed carbohydrates to treat low bg. No additional patient or event information available.